Event description:
On (B)(6) 2012, the patient contacted animas, alleging the down arrow keypad button was intermittently unresponsive. The patient denied damage to the keypad and noted all other buttons responded normally. The patient reportedly wore the pump in a pocket and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad symbols were worn but the rubber keypad was intact. Evaluation revealed that the down and contrast buttons were intermittently unresponsive and required multiple hard presses to elicit a response. The up and ok buttons responded appropriately. There was evidence of keypad contamination found under all of the key contacts.